Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use cautions the user to not curve the sleeve more than 90 degrees; however, this does not appear to have contributed to the reported events. All available information was investigated and the reported difficulty grasping the leaflets, steering/positioning issue and physical resistance due to interaction with the anatomy appear to be related to patient morphology/pathology and likely due to the challenging valve anatomy and increased amount of chordae present. The reported patient effect of unchanged mr appears to be a result of procedural conditions as the clip was implanted with no mr reduction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: during positioning of the clip delivery system (cds), the cds was curved approximately 95 degrees. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve; however, grasping was difficult due to the challenging anatomy. During positioning, the m-knob was applied, but bending was noted which created irregular movement of the cds in the left ventricle. The clip was caught on the chordae; therefore, standard troubleshooting was performed, and the clip was freed. The clip was implanted, but there was no mr reduction. The case was discontinued and the patient was sent to mitral valve surgery for treatment of the pre-existing condition. There were no reported adverse patient effects as related to the mitraclip and no clinically significant delay in the procedure. No additional information was provided related to the report clip issue.